Event description:
Pt reported obseving clouding in the cartridge chamber. Pt did not smell insulin and stated the device appears to be working correctly. Pt stated they received cartridge/adapter errors when they changed the cartridge, but they are able to clear the error message. Pt advised they had a low blood glucose (51 mg/dl) issue the day prior. Pt self-treated by eating, but emts were called as well and they treated with orange juice. Pt was taken to the hosp and blood glucose was measured at 104 mg/dl. Pt did not allege device caused the low blood glucose; incident may have been caused by flu. Pt's current condition is fine.